Manufacturer narrative:
This report is being submitted to provide additional information. Review of the reported event by a health care professional found: a hematoma is a mass of clotted blood that forms in a tissue, organ, or body space. A hematoma can be associated with pain, swelling, ecchymosis, serosanguinous or bloody drainage after a recent surgical procedure or trauma and can predispose the patient to infection. The development of postoperative hematoma can be correlated with the surgical procedure and perioperative anticoagulation therapy prescribed to prevent thrombus formation. Most hematomas resolve on their own, without surgical intervention, while some do not. Larger hematomas may need to be surgically evacuated in order to resolve. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. The root cause of the reported event was determined to be unrelated to the device. This complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. D10- medical product, unknown patella. G2: foreign - event occurred in spain. G2: literature - martinez-lozano, j., martorell-de fortuny, l., martin-domínguez, l. A., torres-claramunt, r., sánchez-soler, j., perelli, s., hinarejos, p., & monllau, j. C. (2025). Patellofemoral arthroplasty provides similar long-term survival rate and complications with better clinical outcomes compared to facetectomy for the treatment of isolated patellofemoral osteoarthritis. Journal of experimental orthopaedics, 12(1), e70136. Https://doi.org/10.1002/jeo2.70136 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. H6: component code: proposed component (annex g) code is: - mechanical (g04) ¿ femur.

Event description:
It was reported through a journal article that one patient implanted with a patellofemoral arthroplasty experienced an immediate postoperative hematoma requiring surgical debridement. Following a patellofemoral arthroplasty performed on an unknown date, the patient developed a hematoma in the immediate postoperative period. Surgical debridement was performed. No device malfunction was alleged, and no environmental factors were reported. The patient progressed satisfactorily after treatment. No known further complications were reported. Attempts have been made and no further information has been provided.